Event description:
Event description cpi received information that during a normal follow-up examination, the therapy history for this ventak mini implantable cardioverter defibrillator (ICD) showed that the ICD had oversensed and delivered inappropriate anti-tachy pacing (atp) therapy.